Event description:
It was reported that an 840 ventilator generated error codes which rendered the ventilator inoperable condition as well as had a touchscreen blocked error code. The ventilator was not in use on a patient at the time the issue occurred. The service engineer (se) verified the reported conditions and replaced the breath delivery unit (bdu) printed circuit board (pcb) to address the inoperable errors and replaced the graphical user interface (gui) touchscreen pcb to address the touchscreen blocked error. The unit passed all testing and operated within the manufacturing specifications.